Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy. It was stated that the device was suppose to infuse 250cc and the device only infused 50-75cc (medication and delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "device under infused," which was not confirmed or reproduced. The pump was tested under multiple flow parameters and did not reproduce a flow rate inaccuracy greater than -5%. No component causality was found and therefore, no action was required to repair the device. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-04154 can be removed from the FDA database.